Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital with complaints related to infection. The system was removed. The patient was stable post-procedure.